Event description:
Midline sternotomy was made from the sternal notch to the xiphoid process. Approximately halfway through the sternum with the sternal saw, the pressure line to the sternal saw exploded. Pressure setting for saw was set at 150 psi via nitrous pressure control valve. There was one small piece of rubber on the upper portion of the drapes which was removed and this area was covered with sterile towels just to ensure sterility. In addition, the patient was given 1 g of vancomycin intravenously at this point in time just as a precaution. A new saw was used to finish the sternotomy. Rest of procedure completed without further incidence. Patient was taken from the operating room to the cardiovascular recovery room in stable condition.